Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01801 and 0001825034-2019-02250. Concomitant medical devices: unknown tibial insert catalog#: ni, lot#: ni, unknown tibial tray catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it will not be released by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient was revised due to instability. No additional information was provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the bones and hardware appear intact. No signs of loosening, radiolucency, wear and any other contributing factors are detected. Slight narrowing in the medial compartment with near metal on metal contact. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.